Event description:
Device 1 of 2. Ref MFR report#: 1627487-2012-06053. The pt had two leads (from different lots) for off-label use. It was reported the pt was experiencing discomfort at the lead site. As a result, both leads were explanted. The doctor also elected to explant the pt's ipg. Sjm was made aware of the explant procedure on (B)(6) 2012.

Manufacturer narrative:
MFR's eval: the returned product was not analyzed as the complaint of discomfort could not be confirmed via lab testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.